Manufacturer narrative:
Bhm went on the site of the incident. Bhm made sure that the kwiktrak xy gate system was safe. Bhm will complete the investigation and will inform FDA of any action that may be required.

Event description:
The ceiling lift was found on the floor. The latch of the kwiktrak xy gate system on the mobile rail was in an << open >> position. Since the moving rail was not aligned with the fix rail, the lift fell to the floor. Nobody was injured.